Manufacturer narrative:
This report is submitted on 6 february 2020.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head injury, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on april30, 2020.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020. It is unknown if the patient has been re-implanted with another device. This report is submitted on march 14, 2020.